Event description:
The customer reported communication loss (comm loss) on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) troubleshot the issue with no change. Ts informed the customer that it might be an issue with the wall jack in the room. The customer will try to replace the cabling, check the wall jack and will reach out if needed.